Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm while rewinding. The customer also reported, a motor position encoder error alarm occurred after. Customer's blood glucose was unknown. The customer stated, the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received with a stuck motor error alarm loop during the bolus/basal delivery and other error alarms present in the alarm history. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a corroded motor home switch, minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.